Event description:
The customer contact reported unrestricted flow. At 2240, the device was programmed to deliver an unspecified concentration of heparin in 500ml, at a rate of 20ml/hr, and the delivery was started. No further programming parameters were provided. It was reported that one and half hours after the delivery started, the nurse noted the heparin container was empty. It was reported that, "IV pump allowing ivf to run wide open with pump set closed (dripping wide open when rate set at 20ml/hr)." The device was notified. There were no reported adverse pt effects. No medical interventions were required. After an unspecified length of time, therapy was resumed using a replacement device. During testing at the user facility, unrestricted flow was noted while the door was closed. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.